Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: "anesthesiologist was using the needle in one of b. Braun's p25bk packs, and it snapped off mid needle in the patients spine. Thankfully our spine surgeon was working in the clinic that day, so he came over and removed it without any complications. The patient is doing just fine"

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eight (8) unopened samples identifying the reported lot number were returned for evaluation. Evaluation of the pencan spinal needles from all 8 kits did not show and visual defects, damage, or signs of breakage. The returned product did not confirm any manufacturing defect. The reported defect was confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.